Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit has perforation and blood back. Iabp therapy was discontinued. Patient was already very sick and expired approximately 6 hours after discontinuation of iabp therapy due to coagulaopathy, ef 15, cardiac arrest prior to iabp initiation, multi organ failure including kidney failure prior to iabp therapy. Two prior low gas alarms were called in to esp but no blood was visible in tubing at those times. Reference mfg report number 2248146-2024-00493 for the iab catheter used in this event.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected fields: d4(UDI#) a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse confirmed blood had reached the pim and no further blood was detected beyond patient side of pim. In the logs it was reported that unit had error codes 139 and 7. Customer has requested unit not be repaired. Unit not recommended for use.